Manufacturer narrative:
The customer reported that one of the golvo 7007 legs had become disconnected and was not functioning. The instruction guide for golvo 7007, (B)(4), states under care and maintenance: for safe and troublefree operation, a few routine procedures should be performed every day the lift is used. Visually inspect the lift and check for external damage or wear. Test the operation of raising and lowering and the base-width adjustment function. A search of the hillrom maintenance records indicate last preventative maintenance date was (B)(6) 2021. The technician examined the affected lift and determined the gear rack was broken and, hillrom has replaced gear rack. Hillrom can confirm the lift is now functioning as designed. Based on the above information, no further action is required.

Event description:
Hillrom received a report from the account stating that the leg came loose from the lift. The lift was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).